Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the products were returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection and functional test of the devices received. Visual inspection revealed that two devices with the same lot number were received and evaluated, the devices are in used condition, the inner shafts were disassembled to verify their condition, they were found to be nicked in the distal part. When performing the functional test and before to place a test suture, the handles and lock levers were pressed several times and a slight resistance was felt. Then a sample suture was used, it was placed on the cutting holes and the lock levers were pressed, consequently the handles were closed and the sutures were cut as intended. A manufacturing record evaluation was performed for the finished device lot number: 23a02, and no non-conformances were identified. The overall complaint was confirmed as the observed conditions of the cordcutter *ea would have contributed to the complained issues. Based on the investigation findings and since the devices show handling marks, the potential cause is traced to procedural variables, such as; handling of the device or product interaction during cleaning and sterilization process; the inner shafts may have been interchanged with that of another cord cutters and consequently cause the devices failure. As per IFU: while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. Reassemble the instrument with its original components. Moveable parts should have smooth movement without excessive play. It has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for (B)(4). It was reported, that preoperatively to an unknown procedure. It was observed, that the opening and closing on two cordcutter devices were dull. Another like device was used to complete the procedure. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.